Event description:
The manufacturer received information from a third party service center alleging a ventilator inoperative condition occurred. The device was not in patient use. The third party service center replaced the blower motor to address the issue.